Manufacturer narrative:
Device 3 of 5. E1: (B)(6). Liberator from medical supply did contact with the cardinal regarding issues which were further contacted for consumer's contact information patient information: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
It was reported through an email (electronic mail) report complaint received from the retailer regarding product malfunction. Further consumer information was requested after which contact was made with end user's wife, and she mentioned that starter hole of five pouches were off centered in a box. The product was used on patient. There was no harm reported. No photo was available at this time. Advised to discard remaining off centered products. Replacements were sent.